Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and could not duplicate the reported problem. No faults found in error log. Completed testing with no problems. Unit meets specifications.

Event description:
The customer reported that the ventilator was alarming transducer fault. No patient involvement.